Event description:
Coil friction encountered while attempting to place coils. Per doctor's initial report, the friction encountered while attemtping to pass three coils added 1-1/2 hours to the procedure time.